Event description:
The customer reported to olympus the gastrointestinal videoscope, nozzle air supply failure. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found foreign objects coming out from the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The customer reported to olympus the gastrointestinal videoscope, nozzle air supply failure. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found foreign objects coming out from the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Event description:
The issue occurred during an unspecified diagnostic procedure. The customer confirmed the procedure was completed however, it is unknown if the device was exchanged or completed with the same equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation insert part curved tube angle insufficient and the operation part angle has play. The following parts were scratched insertion part curved rubber, tip cover scratched, and the insertion part soft tube. The following parts were cracked insertion part curved rubber adhesive part is cracked in multiple areas and insertion part curved rubber adhesive part is cloudy. Additionally, the customer provided the foreign material survey which stated the following: the device was cleaned, disinfected, and sterilized before requesting repair. It was no delay to start of pre-cleaning and the water and air was aspirated through the air/water nozzle. No problems with accessories used for reprocessing. The device was submerged in cleaning solution and the air/water nozzle was brushed/wiped with a lint-free cloth, brush, or sponge. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method is described in chapter 3 preparation and inspection of the instruction manual gif-xz1200 operation edition. Instruction manual gif-xz1200 cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.